Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026.the patient went to emergency room and got hospitalized due to hyperglycemia and diabetic ketoacedosis event due to infusion set bent cannula.the blood glucose level was 379 mg/dl at the time of event. The patient was hospitalized for more than 24 hours. No further information available.